Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one spine screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of one spine screw placed at right l2 with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient due to the deviating spine screw placement. There was no negative clinical effect on the patient due to the prolonged anesthesia of 30 60 minutes. There were no further medical/surgical remedial actions necessary, done or planned and hospitalization of the patient was not prolonged due to this issue. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery on the lumbar spine for a fusion of vertebrae l2 to l3 was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative c-arm scan, the surgeon discovered that one spine screw, placed with the aid of navigation, deviated medially by ca. 2 mm from its intended position at l2 on the patient's right side. According to the surgeon (treating clinician): the deviation of one spine screw placed at right l2 with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient due to the deviating spine screw placement. There was no negative clinical effect on the patient due to the prolonged anesthesia of 30 60 minutes. There were no further medical/surgical remedial actions necessary, done or planned and hospitalization of the patient was not prolonged due to this issue.